Manufacturer narrative:
The sample was not returned for eval. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that during the removal of the device, the white piece had become disconnected from the clear tubing and remained inside the patient. The patient was then taken to the operating room where she underwent an additional surgery to remove the piece left behind. The facility reports the tubing was not broken but came apart.